Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for exposure including surgical findings. What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and mesh was implanted. The patient experienced urinary tract infections, overactive bladder symptoms and mixed urinary incontinence. A cystoscopy showed mesh erosion in the bladder and urethra on the right side. The patient underwent laparotomy, complete mesh excision, repair of bladder and urethra, labial fat flap on (B)(6) 2020. Additional information has been requested.